Event description:
It was reported, infected hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 29682701; restoration adm. Cup w/ha, cat# 1235-2-561, lot# g2899438; restoration adm x3 ins 28/56, cat# 1236-2-856, lot# 33564801; delta v-40 ceramic head 28/+4, cat# 6570-0-228, lot# 32790801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.